Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and the touchscreen display went completely black. Reportedly, the touchscreen display would not illuminate when plugged into a power source. There was no known impact to customer's blood glucose level. Customer reverted to manual injections for insulin therapy.